Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the implant broke while screwing into the bone. The broken piece was removed from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc-1 batch 15141673 was received for evaluation. Upon visual inspection, the implant's geometry was damaged at the proximal end, most likely because of the force used on the driver while screwing the bio into the bone. The most likely cause of the reported failure is a user error, such as mechanical damage to the device caused by prying/leveraging or excessive bending forces applied during use.